Event description:
This 40-yr-old female had subpectoral breast augmentation with silicone gel implants in 1987. She had developed capsular contracture (grade iii left and grade ii right) and MRI evidence of probable intracapsular failure of the left. On 3/27/96, she underwent bilateral capsulectomy and breast implant removal.